Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted device components will not be returned per facility policy.